Manufacturer narrative:
---

Event description:
Additional information was received that this rv lead was functioning normally, but was removed to facilitate explantation of the two older failed competitor's leads. Rv lead measurements before explantation were as follows: capture down to 1 v at 0.4 ms, pulse width, r wave at 9.1 mv and pacing impedance at 320 ohms. There were no mechanical or functional problems with this boston scientific lead.

Manufacturer narrative:
This rv lead was explanted, but will not be returned to boston scientific for laboratory analysis. At this time, there I s no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited some type of lead failure. There were no adverse patient effects reported.